Event description:
Customer reported four blood leaks on CT 190g dialyzers. Use numbers 13, 18, 20 and 22. The blood leaks were noted by a blood leak alarm and confirmed by positive hemastix results. New dialyzers and bloodlines were set-up and the treatments continued without further incident. No pt injury or medical intervention was reported by the customer.